Event description:
It was reported that during a programming session, impedance readings were >4000 ohms on electrode 3. The pt was reprogrammed to unipolar stimulation with electrode 3 turned off and "case made positive." The health care professional (hcp) planned to perform a revision surgery. Approximately two weeks later, the pt was seen by the hcp. The pt's symptoms were "somewhat" alleviated with the unipolar stimulation. The stimulation was increased (parameters unk). The hcp decided to wait three weeks to determine if the pt's symptoms continued to improve before moving ahead with a revision surgery. Lead 3 was still reading >4000 ohms. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B)(4).